Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open tracheostoma procedure, the needle broke. Additional sutures were used without issue. There was no patient injury.